Event description:
It was reported that the bd veritor¿ system for rapid detection of flu a+b clia-waved kit gave a discrepant result for flu a when compared with the veritor flu a & b/ covid assay (triplex0. Flu a&b assay (cat: 256045) was positive for flu a and neg for flu b. Covid assay (256082) was positive for covid. Triplex assay (cat: 256088) was negative for flu a and b, and positive for covid. There was no reported patient impact.

Manufacturer narrative:
H.6 investigation summary this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ flu a+b kit (material#: 256045), batch number 2346386. The customer reported that the results from veritor triplex kit are not matching the results from the standalone flu a+b and standalone sars-cov-2 tests. Flu test (256045) was positive for flu a, negative for flu b; sars-cov-2 (256082) was positive; triplex (256088) was positive for covid, negative for flu a and b. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for (discrepant result) was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veritor¿ system for rapid detection of flu a+b clia-waved kit gave a discrepant result for flu a when compared with the veritor flu a & b/ covid assay (triplex0. Flu a&b assay (cat: 256045) was positive for flu a and neg for flu b. Covid assay (256082) was positive for covid. Triplex assay (cat: 256088) was negative for flu a and b, and positive for covid. There was no reported patient impact.